Event description:
It was reported that, "after inserting the proximal lateral tibial plate, surgeon noticed the last hole in the shaft was not locking."

Manufacturer narrative:
Device remains implanted. No eval will be performed. If the device or add'l info becomes available it will be reported on a supplemental report.